Manufacturer narrative:
Additional information: section h imdrf annex codes: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that main 4.1 was not detected on the pyxibus. The field service engineer (fse) confirmed that drawer in main had failed and all drawers were unrecoverable. The back of the main was opened and inspected. Drawer was accessed. The pyxis unit was powered off. The retractor band on drawer was replaced. All cables on drawers were reseated. The pyxis unit was rebooted. The hardware test application (hta) was accessed, and drawers were opened, including the lids on all cubies in both drawers. Testing was performed in hta, and the escort successfully recovered the failure. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main 4.1 was not detected on the pyxibus. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a main drawer not on pyxibus. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex a grid & imdrf annex g grid correction: section d unique identifier (UDI) part analysis: the report of the medstation es main, the fse (field service engineer) test confirmed that the drawer #4.1 was not detected on bus. According to work order (B)(4), the fse evaluated the device, found drawer 4.1 failed, replaced the retractor band, reseated cables, and rebooted pyxis. Hta tests confirmed functionality, and the failure was successfully recovered. Laboratory inspection confirmed that the assy retractor dwr hh cubie (p/n 353844-01) received did not present fluid ingress, broken or missing parts. However, the flat flex cable is bent near to one of the power connectors, additionally signs of use were observed due to black marks exhibited on the flat flex cable. No further testing was deemed necessary as the flat flex cable showed physical damage which can result in several failures such as drawers not detected on bus. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause the reported issue with the medstation es main drawer not being detected was identified as a visible bend in the flat flex cable near one of the power connectors. This condition can lead to intermittent failures, resulting in issues such as the drawer not being detected on bus.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main 4.1 was not detected on the pyxibus. The customer stated that this malfunction occurred while dispensing the medication. As per part investigation, it was determined that visible bend in the flat flex cable near one of the power connectors. There were no adverse events or injuries reported based on this event.